Event description:
The customer alleges that the humidifier adaptor was leaking underneath the screw thread. The patient condition is reported as fine.

Manufacturer narrative:
(B)(4). Lot number has been corrected to 004157. The sample was returned for evaluation. A visual exam was performed and there were no visible signs of any damage and/or missing parts to the water bottle or humidifier adaptor. A humidification test was performed and no water or air leaks were observed. A manual whistle test was also performed and no issues were detected. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the humidifier adaptor was leaking underneath the screw thread. The patient condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be performed. The lot number supplied by the customer was invalid. No sample available from the customer to investigate. The complaint cannot be confirmed at this time. Teleflex will continue to monitor feedback from the customers on issues related to leaks on the humidifier adaptor found at inspection or prior to use.